Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests by the facility, the instrument channel of the subject device repeatedly tested positive for following bacteria. -on (B)(6) 2018 the instrument channel tested positive for staphylococcus aureus and micrococcus species (2cfu/20ml in total) -on (B)(6) 2018, the instrument channel tested positive for micrococcus luteus (1cfu/20ml) and the suction channel tested positive for pseudomonas aeruginosa (1cfu/20ml). The culturing tests indicated no microbial growth for the distal end and other channels. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus deutschland (ode). The subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the instrument channel of the subject device tested positive for unspecified microorganisms (3cfu/10ml) but the testing indicated no microbial growth for the air/water channel and the distal end. The testing result cleared the german guideline.